Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead, implant procedure, the lead was placed, and the lead tip was normal in vitro. However, after approximately 15 rotations the lead tip would not extend while in the patient¿s body. The rv lead tip continued to spin when suddenly the tip popped out and was unable to rotate into the patient's body appropriately. After repeated attempts, the rv lead implant was abandoned. The rv lead was removed, and the implant was completed successfully with a different lead.